Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's wife reported receiving an error alarm on the insulin pump. Customer's wife reported that insulin was squirting out of the insulin pump during the manual priming process. Customer's wife reported that the customer was hospitalized at the time of the call due to an issue not related to the insulin pump. Blood glucose leve was 123 mg/dl at the time of the call. No further information was provided.